Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that due to atrial fibrillation, the patient had been converted 2 times. During the first conversion, the programmed settings of the device were lost, but it was possible to reprogram the device and the therapy was not affected. However, after the second conversion of the patient's atrial fibrillation, it was not possible to reprogram the device. High impedances were observed, and it was not possible to start the therapy again. It is unclear at what magnitude of joule was used during the conversion. Consequently, it was decided to replace the device. During the replacement procedure, the hcp noticed that the lead seemed to be damaged and replaced the lead as well. It was unclear if the lead was previously damaged or damaged after being explanted. The hcp had difficulties implanting the new lead. The patient outcome was unknown. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.